Event description:
The hcp reported that the pt is in the hosp and is unresponsive. In the pt's chart stated that the pump was read three days before but there is no record of the pump status from that programming session or what procedure was conducted at that time. They do not have a programmer to read the pump. A follow-up report will be sent if add'l info becomes available to us.